Event description:
It was reported that a foreign material was attached on the tip of the catheter.

Manufacturer narrative:
The reported event was confirmed. A dome drainage attached to a temperature sensing ic silicone catheter with the label only and no original packaging was returned. There was foreign material noted to be wrapped around the silicone catheter. As the product appears to be unused the reported event is confirmed, however, as the original packaging was not returned the root cause cannot be found. A potential root cause could be due to an operator error during the packaging of lubri-sil ic catheters. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not completed as the reported event would not likely be caused by the user.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foreign material was attached on the tip of the catheter.